Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and wear abrasion. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening striated and two sharp opening of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage and two sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side "loss of volume". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "loss of volume". Device has been explanted.